Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per dop114-811 as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had emergency room visit due to high blood glucose on (B)(6) 2017 with blood glucose of more than 600 mg/dl and 276 mg/dl. Patient's other blood glucose value: 157 mg/dl. No delivery alarm was also reported. The customer stopped wearing the insulin pump less than 48 hours prior to hospitalization. The device is not expected to be returned for analysis.